Manufacturer narrative:
(B)(4). Closing trigger the analysis results found that one (B)(4) device was returned with no visual non-conformances and with a fully fired (B)(4) reload present. In addition, it was received a small piece of plastic and after further analysis it was noted that it was part of the closing trigger. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was noted to be damage. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic assisted distal gastrectomy procedure, the knife could not be returned to the home position and the jaw could not be opened after the first firing. The device was removed from the patient through the small incision. Another device was used to complete the case. There were no adverse consequences to the patient. (B)(4)

Event description:
It was reported that during a liver resection procedure, the device was fired and only stapled on the liver side no staples present on the artery side. Sutures were used to complete the procedure. The patient bled and had to be transfused and was in an extremely poor state post op.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.